Event description:
It was reported that the balloon coating was irregular. A ranger sl drug-coated balloon was selected for use in a percutaneous transluminal angioplasty (pta) procedure. While preparing the ranger sl drug-coated balloon for use, it was observed that when the balloon protector sleeve was removed, the balloon coating was irregular and dusted. A new balloon, same model, was then selected for use. The procedure was completed without any complications.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6). Device eval by MFR: the device was received, and technical analysis was completed. The device was received with the balloon protector covering the balloon. The investigator removed the balloon protector to view the balloon. The coating was visually inspected by the investigator and no issues were noted. The markerbands and tip section of the device were visually examined, and no issues were noted with the markerbands or tip of the device. A visual and tactile examination of the hypotube identified no issues.

Event description:
It was reported that the balloon coating was irregular. A ranger sl drug-coated balloon was selected for use in a percutaneous transluminal angioplasty (pta) procedure. While preparing the ranger sl drug-coated balloon for use, it was observed that when the balloon protector sleeve was removed, the balloon coating was irregular and dusted. A new balloon, same model, was then selected for use. The procedure was completed without any complications.